Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic va lvuloplasty (bav) was performed. During full release of the valve, the implant depth increased to 9 mm on the left coronary cusp (lcc) and 12 mm on non-coronary cusp (ncc). It was believed that the conduction system was damaged, which resulted in complete heart block (chb). The chb did not resolve so it was thought to be due to the valve. It was reported that the valve subsided in the left ventricle. No treatment was reported. Of note, the patient had a pre-existing 36 mm abdominal aortic aneurysm, advanced stenosis of the carotid artery, mid aorta, and right main coronary artery. Calcification of the ncc and lcc protruding to the lumen was reported as well as calcification of the descending aorta and a tortuous abdominal aorta. No adverse patient effects were reported. Additional information was received that approximately two months following the valve implant, the patient was hospitalized for a cerebral infarction. Approximately 4 months later the patient was transferred to a different facility. Approximately 8 months following the valve implant, it was reported that the patient passed away. The cause of death was unknown.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic va lvuloplasty (bav) was performed. During full release of the valve, the implant depth increased to 9 mm on the left coronary cusp (lcc) and 12 mm on non-coronary cusp (ncc). It was believed that the conduction system was damaged, which resulted in complete heart block (chb). The chb did not resolve so it was thought to be due to the valve. It was reported that the valve subsided in the left ventricle. No treatment was reported. Of note, the patient had a pre-existing 36 mm abdominal aortic aneurysm, advanced stenosis of the carotid artery, mid aorta, and right main coronary artery. Calcification of the ncc and lcc protruding to the lumen was reported as well as calcification of the descending aorta and a tortuous abdominal aorta. No adverse patient effects were reported. Additional information was received that approximately two months following the valve implant, the patient was hospitalized for a cerebral infarction. Approximately 4 months later the patient was transferred to a different facility. Approximately 8 months following the valve implant, it was reported that the patient passed away. The cause of death was unknown. Additional information was received that the patient had a history of cerebral ischemia. Per the physician, the cause of the stroke was unknown and it was unknown whether the valve caused or contributed to the stroke or death.

Manufacturer narrative:
Updated: b5, b7 select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.